Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that hst iii system (3.8mm) was loading into the delivery device using the IFU method for an opcab surgery. Loading was attempted onto the delivery device in accordance with the IFU, however, the seal became caught on the loader, resulting in unsuccessful loading and separation of only the delivery device handle. However, the seal became stuck in the loader, preventing proper loading and causing the delivery device handle to fall off. Deeming the product defective, a new product was used and the surgery was successfully completed. There was a delay about 7-10min. The patient is in good condition. There was no injury or harm to the patient.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/22/2025. An investigation was conducted on 12/22/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on , which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000484896 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.